Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations associated with the affected reagent lot have been identified. Specificity testing was performed using an in-house retained reagent kit of the architect (B)(6) assay lot 73145li00 across three analyzers. All results met specifications indicating acceptable performance of this reagent lot. The architect (B)(6) calibrator lot (67319li00) was also investigated alone and in conjunction with architect (B)(6) assay lot 73145li00. There is no indication that the performance of calibrator lot 67319li00 or the reagent / calibrator combination 73145li00 / 67319li00 is compromised. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports (B)(6) architect havab-g assay results being generated on an architect i2000sr analyzer. The following was provided: (B)(6). There is no impact to patient management reported.